Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Adverse event report is being submitted due to symptoms related to diabetes - blurred vision and excessive thirst. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision and excessive thirst. Medical attention is not reported as a result of hi display or reported symptoms. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/25/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.